Manufacturer narrative:
(B)(4).

Manufacturer narrative:
There was no probe sample returned for poor cutting and aspiration. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. Because a sample was not returned and no lot information was provided, the root cause for the customer complaint issue cannot be determined at this time. (B)(4).

Event description:
An ophthalmologist reported that poor cutting and poor aspiration occurred with two probes consecutively during a vitreoretinal eye surgery. The samples did not return for investigation because they were used on a patient with an infection. The surgery was completed after replacing the probe with another one. There was no patient harm.